Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer was having fluid ingress issues with the devices. It is believed this may have been due to their cleaning and disinfection process. There was no information on patient involvement. Additional information received 17mar2026: bd internal team will be meeting with the customer to observe and train on their cleaning process. Additional information received 12may2026: customer will be shipping an additional device with the same reported fluid ingress issue.